Event description:
It was reported that the patient's battery charger started heating up and producing burnt smell. A new replacement battery charger were sent to the patient. No serious injury was reported.